Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site encountered error 32056 on universal surgical manipulator (usm) 1. The site did 3 emergency power off (epo)s of the patient side cart (psc) with no change. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 1 to resolve the reported issue. The system was tested and verified as ready for use. The usm was analyzed and in logs, the 32056 and 48100 errors were found indicating axes controller arm (aca) in universal surgical manipulator (usm) 1 failed to initialize inter-integrated circuit (i2c) device on the usm and the ac_1c reported a recoverable i2c bus error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where agc current test, sensor check, and sine cycle test were found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and yaw/ pitch housing flat flex cable (ffc) were tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis.